Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 mesh and the align urethral support system were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): concomitantly on (B)(6) 2010, the patient underwent a hysterectomy. Following insertion of the mesh, the patient experienced pain, erosion, infection, urinary/bowel problems, bleeding, and dyspareunia. The patient underwent anterior and paravaginal repairs with cystoscopy by the implanting surgeon. No additional information was provided.(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary frequency, vaginal pressure and urinary tract infection. (B)(4).

Event description:
It was reported that following insertion the patient experienced urinary frequency, vaginal pressure and urinary tract infection.